Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule and delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion reveals the most probably root cause was user failure to fully release the plunger.

Event description:
According to the reporter, the customer called in to report a bravo capsule failure to attach. There was no harm to the patient but a repeat procedure was necessary, the second capsule attached to the patients esophagus without issue. No medical intervention was required. There was nothing unusual about the patient or the procedure itself that led to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user was trained by an account manager and has been performing bravo for over 3 years. The customer is not sure what caused the failure to attach.